Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they had fallen on their hip and was having massive pain and constipation problems. It was also noted that the patient had fallen and bruised their implantable neurostimulator (ins) site about five months prior. The patient had constipation since (B)(6) 2016 and had peed on herself one time ¿a couple weeks ago.¿ about month prior to the patient becoming constipated, they had to take ¿something to make them go potty.¿ this reportedly happened twice and one night the patient did not even have the urge to pee. The patient wet ¿all over¿ herself. It ¿wasn¿t just a drip,¿ but rather the patient had to take a shower to wash the pee off that ran down their legs. Beginning on (B)(6) 2016, the patient experienced a burning pain at the ins site and down their leg. It was stated the ¿sharp, needle piercing pain¿ started directly ¿on top¿ of the ins. It was noted the patient never touched the setting that the doctor had set. The pain was ¿very bad¿ the following day, but seemed better on (B)(6) 2016. The pain would not stop even when the patient ¿took something.¿ the pain did stop however when the patient turned off the ins as directed by their doctor. The patient was instructed to leave the ins off until they saw the doctor. The patient was feeling stimulation. It was unknown what caused the burning pain, constipation, and urinary accident, but the issues had been resolved.

Event description:
Additional information received as patient reported that in (B)(6) 2016, they major pain at ins site and doctor instructed patient to turn implant off at that time. Patient saw doctor again on (B)(6) 2016 with medtronic representative. The representative was able to reprogram the ins and pain went away.

Manufacturer narrative:
UDI number was added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had lack in therapeutic effect. Patient mentioned that after they were reprogrammed due to pain, which patient stated that it was set to a lower rate and patient had a change in symptoms, where patient was wetting their pants and could not feel it. Patient also started getting constipated again. Patient had a hearing aid that they were not wearing during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.